Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. Concomitant products: 5076-52, lead, implanted: (B)(6) 2008; 5867-3m, adaptor, implanted: (B)(6) 2014; 429688, lead, (B)(6) 2014; 5592-45, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that during device follow up the left ventricular (lv) lead exhibited no capture, and x-ray revealed that the lead had pulled back, dislodged from its original position. The lv lead was explanted and replaced. During the lv lead revision the right ventricular (rv) lead was disconnected from the implantable cardiac defibrillator (ICD) for testing. Upon reconnect the rv lead was unable to reinsert into the header of the ICD, the set screw was not properly seeded in the grommet. As a result the ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.